Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypothyroidism, hypercholesterolemia and migraine. Concomitant products included bupropion since 2009 for anxiety, celecoxib (celexa) since 2009 for depression, lovastatin since 2004 for hypercholesterolemia, levothyroxine since 2004 for hypothyroidism, caffeine;paracetamol (excedrin) since (B)(6) 2009 for migraine, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury related to essure"), headache ("headaches"), migraine ("migraine") and abortion spontaneous ("stillbirth/miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, headache and migraine had resolved and the depression, dysmenorrhoea, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal as she said she has done hysterectomy (partial) but no removal information given. She had received treatment for pain,bleeding,psychiatric disorder and other injury. Essure removal date provided in pfs : (B)(6) 2016, supracervical hysterectomy received treatment for- pain, bleeding, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new event- stillbirth/miscarriage, device ineffective, pregnancy with contraceptive device, migraine were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypothyroidism, hypercholesterolemia, migraine, vomiting, cholecystectomy, hyperlipidemia, shortness of breath and dysfunctional uterine bleeding. Concomitant products included bupropion since 2009 for anxiety, celecoxib (celexa) since 2009 for depression, lovastatin since 2004 for hypercholesterolemia, levothyroxine since 2004 for hypothyroidism, caffeine;paracetamol (excedrin) since (B)(6) 2009 for migraine, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy") and experienced abortion spontaneous ("stillbirth/miscarriage"), genital hemorrhage ("general abnormal bleeding"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury related to essure"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (partial). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, vaginal hemorrhage, menorrhagia, abdominal pain, headache and migraine had resolved and the pregnancy with contraceptive device, abortion spontaneous, depression and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, genital hemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal hemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal as she said she has done hysterectomy (partial) but no removal information given. She had received treatment for pain,bleeding,psychiatric disorder and other injury. Essure removal date provided in pfs : (B)(6) 2016, supracervical hysterectomy received treatment for- pain, bleeding, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury related to essure") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, abdominal pain, dysmenorrhoea and headache outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal as she said she has done hysterectomy (partial) but no removal information given. She had received treatment for pain,bleeding,psychiatric disorder and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received:event ¿abdominal pain¿ dysmenorrhea¿ ¿general abnormal bleeding¿ ¿psychological trauma¿ ¿headaches¿ were added.outcome of event genital bleeding,vaginal bleeding,menorrhagia added as recovered.product start date updated incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since february 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal as she said she has done hysterectomy (partial) but no removal information given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: plaintiff fact sheet received. Case upgraded to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems ¿ depression and mental anguish. Aka name, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.